Event description:
The respiratory therapist from the home healthcare company reported, "while connected to patient the caregiver states ventilator froze up numerous times in last 24 hours. Patient could not initiate imv or spontaneous breath. Vent had to be turned off/on each time to correct problem. No alarms were activated during occurrences." No allegation of vent causing patient harm.